Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. All buttons functioned properly. No damage was on the keypad assembly. The pump was received with no unlock keypad connector. The low reservoir alarm functioned properly during testing. The pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip. (B)(4).

Event description:
The customer's mother reported via phone call indicating low blood glucose readings and a button error on the insulin pump. The customer's blood glucose was 30-45 mg/dl. The customer's mother stated that her daughter had a low reservoir last night and they changed everything out. The pump told her to prime and all the insulin went through the tubing. The customer stated that she contacted her health care provider regarding her low blood glucose readings. The customer stated that she had low readings every night around 30-45 mg/dl. The customer stated that she had issues with the act button getting stuck on the pump. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.